Event description:
The spouse of a patient reported that the patient using v-go 40 was recently in the hospital. No additional details surrounding the patient's hospitalization were provided. There is no device available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted to contact v-go client multiple times. Information is limited to intake call from spouse to customer service. Type 2 diabetes mellitus (dm), v-go 40, humalog insulin user for 2 years is reporting that the patient was recently hospitalized. No information is available regarding blood glucose readings, symptoms, injury, or medical intervention required. The reason for hospitalization or if related to v-go device is unknown.